Manufacturer narrative:
(B)(4). The 510k number provided in section is for the domestic similar product. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the logs/device be received for evaluation.

Event description:
The reported feedback suggests that the customer has been experiencing leakage during clinical use. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
The customer¿s report of leakage was not confirmed. Visual inspection did not identify any product defects or manufacturing issues that could have caused or contributed to the reported leakage. Functional testing was performed; no leakage was identified. Furthermore pressure testing did not identify any leakage from the connection of the components. The root cause of the customer¿s experience was not identified.

Event description:
The reported feedback suggests that the customer has been experiencing leakage during clinical use. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.